Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Cotton fluff, lumps of cotton wadding out from my body - vagina [foreign body in reproductive tract] tampon shed cotton fluff [device breakage] case description: store e-mail stated the consumer complained the tampon shed cotton fluff. No serious injury was reported.